Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a rash at site of sensor insertion on (B)(6) 2014. Patient's mother reported patient's skin was very itchy and red at sight of sensor insertion. Patient's mother called doctor and was referred back to dexcom. Patient's mother did not report any injury or further medical intervention at the time of contact with dexcom technical support.